Event description:
Pt (patient) unable to void post-op, md (physician) ordered f/c (foley catheter) insertion. Rn (registered nurse) opened one f/c kit and catheter was missing. No extra f/c available in department so another kit was opened. Rn's discovered the covering over the f/c was torn opened. Rn's decided to open a third kit and again the covering over the f/c was torn. House supervisor notified. Reference reports: mw5157011, mw5157012.